Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site to inspect the system for the reported issue of system randomly locking up forcing reboot. Through process of elimination, fss found that ribbon cable from hard drive to central processing unit (cpu) was shorting out causing various issues. Fss replaced the cable assembly and remaining parts (touchscreen, wired speaker assembly, graphical user interface (gui), hard drive, advantech board and monitor pivot assembly) in monitor assembly as a precaution. Fss also replaced o-rings on fluidics panel and recalibrated vacuum as well as performed complete functional check of system. The unit passed all functional tests and it was found to meet all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer initially reported that the doctor felt like the irrigation/aspiration (ia) was not working properly, that the vacuum was too low and the unit was not making its normal noise. However, through follow up with the abbott field service specialist, it was confirmed that the reported problem was a misunderstanding by the customer. That the actual complaint was that the system randomly locking up forcing reboot. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.